Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer reported a blood glucose (bg) level of 202 (mg/dl) at the time of the alarm. Customer cleared the alarm and insulin delivery was resumed. Customer also reported that they have been experiencing elevated bg levels in the 400s (mg/dl). Customer declined to perform troubleshooting for the pump. Customer stated that they are in contact with a health care provider.